Event description:
It was reported by a neurosurgeon that during implantation of a vns generator in a patient for the first time, patient experienced asystole for 8 seconds during system diagnostics. No medical intervention was taken as the patient came back to life on his own. The system diagnostic's results were within normal limit (no specifics provided) and patient was fine after surgery. Information available to the manufacturer indicate that the patient's device has not been programmed on at this time. Per manufacturer's labeling, asystole might occur during system diagnostics in the operation room. Good faith attempts to obtain more information from surgeon regarding patient's asystole have been unsuccessful to date.